Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. No unexpected rewind anomalies noted. No unexpected audio/vibrate anomaly noted. No unexpected rewind anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keeps rewinding as well as prime fill anomaly. The customer¿s blood glucose was 333 mg/dl. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. Troubleshooting was performed. The customer was advised to insulin pump will need to be replaced and revert to the back-up plan. The insulin pump will be returned for analysis.